Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Visual and optical examination confirms tip of the tap is splayed, indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with off-axis use of tap with respect to the guidewire.

Event description:
It was reported that the underwent an unspecified surgical procedure. It was reported that the tip on the tap is mushroomed out. No patient complications were reported.